Event description:
During treatment of an aneurysm, the physician had problem with loading of whole enterprise vrd system into the microcatheter prowler select plus. The distal part of stent stopped in/before ostium of microcatheter and it was impossible to load stent into catheter at all. After the event, another enterprise vrd system (4,5x27) was used and there was no problem with loading and placing the stent. After the procedure, the physician found that one distal stent-strut was bent which could be the reason for the loading problems.

Manufacturer narrative:
It was reported that the enterprise stent could not be fully loaded in the prowler select plus microcatheter. The distal part of the stent stopped in/before the ostium of the microcatheter. Therefore, an attempt was made to move it back into the introducer, but the stent was stuck and it was not possible to advance it into the microcatheter or withdraw it into the introducer. After the final removal, the struts of the stent appeared as if they were stuck together. It was reported that the distal stent-strut was bent and that this may have been the reason for the loading problem. It was also reported the stent, which had not been implanted, was noted to have opened up later. Another 27mm enterprise was successfully inserted through the microcatheter and implanted. Additionally it was reported that the product was contained within the introducer when it was removed from the plastic loop, and nothing occurred during removal that may have contributed to the event. During prep, the enterprise system was not withdrawn from the introducer. With follow-up investigation it was reported that prior to advancing the stent into the microcatheter hub, the introducer was not completely introduced/engaged in the microcatheter hub. However, it was also indicated that the y connector or touhy adapter was closed to prevent the introducer from moving during advancing of the stent into the microcatheter and that the physician is very skilled with the implantation of enterprise and uses hemostasis valve sedat with control system and also always controls the system visually to prevent any movements. One non sterile enterprise stent was received inside of a plastic bag. No visual anomalies were noted. No other device or components were received for analysis. The stent was observed under the microscope and was damage was noted on the distal end. The functional analysis could not be performed since the delivery wire was not received. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01410261 which corresponds to cordis lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The insertion difficulty could not be confirmed with functional testing since only the stent was received for analysis. Analysis of the returned stent confirmed that the distal stent was kinked/bent. With review of the available information, it cannot be definitively determined if an incomplete seating of the introducer in the microcatheter hub as indicated by the instructions for use may have contributed to the event. Based on the analysis and the procedural information, no conclusion can be made regarding the timing of the stent damage as related to the attempted insertion. However, a damaged stent would have prevented it from being loaded into the introducer during the manufacturing process. The records indicated that the product met specification prior to shipment. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the event is related to the enterprise manufacturing process. Therefore no corrective actions will be taken.

Manufacturer narrative:
Additionally, it was reported that the product was contained within the introducer when it was removed from the plastic loop, and nothing occurred during removal that may have contributed to the event. During prep, the enterprise system was not withdrawn from the introducer. Prior to advancing the stent into the microcatheter hub, the introducer was not completely introduced/engaged in the microcatheter hub. However, the y connector or touhy adapter was closed to prevent the introducer from moving during advancing of the stent into the microcatheter. Additionally, the doctor is very skilled with the implantation of enterprise and uses hemostasis valve sedation with control system and also always control the system visually to prevent any movements. It was not possible to insert the stent into the microcatheter that is why the doctor tried to remove it back to the introducer, but the stent was stuck and it was not possible to either advance or remove the stent. After the final removal, the struts of the stent looked like stuck together and opened later on when we carried on in the procedure. Right after this event, we implanted another enterprise without any problems at all. The damage on the struts is still visible. Other than reported events, no other damages were noticed on the distal tip, delivery system or stent. No further information was available. Note: lake region lot number 01410261 is cordis lot number 13471508. Per lake region report c 8,779: (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01410261. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.